Event description:
As reported, device has image problem. Outside procedure. There is no patient involvement associated on this reported event. No user injury reported. Device inspection found intermittent and flickering image due to video cable break. This report is being submitted for intermittent image due to cable disconnection, cable break issue.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) france. Device inspection found no proper image was shown when connecting the device to the video processor due to the camera cable defectiveness, only intermittent and flickering image was visible on the screen. When inspecting the condition of the cable, no defect related to a lack of quality of the said part was identified. However, it is at the moment when handling the camera cable that poor contact was located in the area of the main body¿s protector, causing the aforementioned image failures. Furthermore, upon checks, the ccd sensor was free from any apparent defects. This product was sold in july 2019. Previously it had been returned for repair in rrc (B)(6) in september 2021 for similar reasons requiring therefore the replacement of the camera cable. Thus, it should be noted that this has already been done a short while ago. As necessary, service repair recommend that a field technician visits the customer to determine why this issue is a recurring phenomenon. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. G2 - checked "other" and added the country france. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the intermittent and flickering image was likely due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.